Manufacturer narrative:
(B)(4).

Event description:
It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025 which was cleansed with alcohol prior to insertion. On (B)(6) /2025 the symptoms included redness, blisters, inflammation, pain and an infection at the puncture site. He consulted a healthcare provider (hcp) who prescribed an oral antibiotic (cefadroxil) on (B)(6) 2025 for a cellulitis infection. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.